Event description:
It was reported that during pre-operative testing of this shaver handpiece, it operated on its own while the surgeon was holding it. There was no report of injury or surgical delay related to this event. The procedure was completed with a back up unit.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation and the reported problem was verified. The investigation found the shaver has the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.